Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the cable protective sheath was cut. Per service report, this complaint can be confirmed. It was observed during evaluation that the cable sheath was cut. Apart from the reported problem, the motor was found to be corroded and it was in poor condition. The motor and cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the corroded motor. User mishandling and/or lack of maintenance can be the most probable root causes of the cut cable sheath. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/08/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that after an unknown procedure, it was observed that the cable / protective sheath cable was cut. During in-house engineering evaluation, it was determined that the motor was found to be corroded and in poor condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.